Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, received sensor updating alert and calibration not accepted alert. The customer was also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 180 mg/dl and sensor glucose value of 60 mg/dl. The customer reported hyperglycemic event was treated with insulin pump and hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040ma, mmt-441a, mmt-332a, mmt-1884l. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 120 mg/dl and it is beyond 30% limit. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. Troubleshooting was performed for hyperglycemia and hypoglycemia. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-441a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.